Manufacturer narrative:
The UDI number for this product code lot number combination was not required, therefore only the di portion of the UDI number has been provided. The actual device has been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted when the investigation is complete, but no later than 30 days from the date that this report was sent. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
Upon opening a lab pack that contained a previously reported device this device was found in the box. There was a note on the bag that stated "dilator smashed on end". The tip of the dilator was noted to only be attached by a thin piece of dilator material.

Manufacturer narrative:
This report is being submitted as follow up number 1 to provide new information revealed upon the returned sample evaluation by the manufacturing facility. The initial reported malfunction of the dilator being smashed and only attached by a thin piece of dilator material was determined not to be correct. Magnified visual inspection revealed the tip of the dilator to be crushed and not separated. Therefore, this report does not meet the criteria for adverse event reporting. However, because the initial report has already been submitted prior to the additional information being received, this report is being submitted as follow-up to further detail the investigation. All available information has been forwarded to the manufacturing facility for appropriate tracking, trending and follow up.